Event description:
Supplemental report being submitted due to completion of the investigation on 16-apr-2021. During the procedure,the first ziv stent was released along the stiffened wire guide wire successfully. Because the length of the covered lesion was insufficient, a second ziv stent was needed. In vitro examination, the user found that there was a slight crease about 20cm before the second stent placed. But the user thought that the stent had been opened, they try to advance it, but the result was unsuccessful. Finally, one of bard's stent was replaced and successfully placed in the patient. The second ziv stent was returned (the sent was still in the delivery system and not deployed) a kink was observed on the outer sheath prior to use but the user proceeded to advance the kinked device and attempt to deploy it in the patient. This file related to (B)(4). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. At what stage of the procedure did the complaint occur? Visual examination process of device preparation. 3. Details of access sheath used (name, fr size, length)? Ksaw-6.0-18/38-55-rb-anl2-hc. 4. What was the target location for the stent? Superior mesenteric artery. 5. Was the product inspected for kinks or damage before use? Yes,slight kink was observed at the sheath near the end 20cm. 6. Was the device used percutaneously? Yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes,the user had rich experience in use stent. 8. Was pre-dilation performed ahead of placement of the stent? No,no required. 9. Was post-dilation performed after the placement of the stent? No, as the stent placed failed. 10. Details of the wire guide used (name, diameter, hyrdophyllic)? Thsf-35-260-aus1. 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Tortuous. 12. Was resistance encountered when advancing the wire guide to the target location? No, the wire guide was advanced through catheter with no resistance. 13. Was resistance encountered when advancing the delivery system to the target location? Yes, with too big resistance to advance the delivery system. 14. How did the physician deal with this resistance? Removed the stent and replaced with bard¿s stent. 15. Was the approach ipsilateral or contralateral? Ipsilateral approach from femoral artery and reach into abdominal aorta and then to the superior mesenteric artery 16. If contralateral, was the bifurcation angle steep? N/a. 17. Did the tip of the delivery system cross the target location? No. 18. Was the delivery system tracked around a tight angle in the patient anatomy? No. 19. Was the delivery system damaged/kinked/twisted during deployment? Unsure, the stent removed once met resistance. 20. Was the handle pulled towards the hub during deployment? N/a. 21. Was the delivery system pushed during deployment? N/a. 22. Was the stent deployed smoothly / without resistance? N/a. 23. If no, please detail any difficulty experienced during deployment: 24. What artery was the stent placed in? Superior mesenteric artery(sma) 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No. 26. Did the patient have any pre-existing conditions? Yes . 27. If yes, please specify: (sma dissection)). 28. Did the patient require any additional procedures as a result of this event? No. 29. What intervention (if any) was required? N/a. 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No. 32. The user reported a "crease 20cm before the second stent" does this mean a kink on the delivery system or does it mean something else? If it means something else could you please clarify what is meant by crease and where on the device it was observed? Yes, during the flushing stage, the user found the delivery system also observed a slightly uneven, but the first ziv stent passed.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Annex g: g07001 - part/component/sub-assembly term not applicable. Device evaluation: this complaint is related to the following files: (B)(4). This file investigates the reported event whereby ¿the delivery system could not advanced smoothly¿. For details of the other investigation please refer to (B)(4). The ziv6-125-6-8.0 device of lot number c1649233 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 12 february 2021. Refer to attachment¿s (B)(4) lab attendance and (B)(4) lab evaluation notes for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos (ref att. (B)(4)_lab_decon evaluation photos'). On evaluation of the device a slight kink was observed approximately 23 cm from the white connector cap on the outer sheath. The stent had partially deployed at the distal end of the outer sheath at the distal white tip. The device flushed as expected and a 0.035¿ wire guide passed through the device without issue. Document review: prior to distribution ziv6-125-6-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ziv6-125-6-8.0 of lot number c1649233 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1649233. It should be noted that the instructions for use (ifu0041-7) states the following: ¿intended use the product is intended for use in the iliac arteries for the following treatments: ateriosclerotic stenosis. Total occlusions that have been recanalizated.¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off-label use was identified in the laboratory. From the information provided it is known that the device was used in the superior mesenteric artery. As per the IFU, the device is intended for use in the iliac arteries. It is possible that the use of the device in a non-indicated location may have caused and/or contributed to the resistance encountered while attempting to advance the device. It is not possible to state how the device will perform when used outside of its validated state. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Annex g: g04122 - stent. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Correction MDR report being submitted, lab evaluation was completed on 12-feb-2021 this was omitted from the initial MDR report in error. During the procedure,the first ziv stent was released along the stiffened wire guide wire successfully. Because the length of the covered lesion was insufficient, a second ziv stent was needed. In vitro examination, the user found that there was a slight crease about 20cm before the second stent placed. But the user thought that the stent had been opened, they try to advance it, but the result was unsuccessful. Finally, one of bard's stent was replaced and successfully placed in the patient. The second ziv stent was returned (the sent was still in the delivery system and not deployed). A kink was observed on the outer sheath prior to use but the user proceeded to advance the kinked device and attempt to deploy it in the patient. This file related to (B)(4). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. At what stage of the procedure did the complaint occur? Visual examination process of device preparation. 3. Details of access sheath used (name, fr size, length)? Ksaw-6.0-18/38-55-rb-anl2-hc. 4. What was the target location for the stent? Superior mesenteric artery. 5. Was the product inspected for kinks or damage before use? Yes,slight kink was observed at the sheath near the end 20cm. 6. Was the device used percutaneously? Yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes,the user had rich experience in use stent. 8. Was pre-dilation performed ahead of placement of the stent? No,no required. 9. Was post-dilation performed after the placement of the stent? No, as the stent placed failed. 10. Details of the wire guide used (name, diameter, hyrdophyllic)? Thsf-35-260-aus1. 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Tortuous. 12. Was resistance encountered when advancing the wire guide to the target location? No, the wire guide was advanced through catheter with no resistance. 13. Was resistance encountered when advancing the delivery system to the target location? Yes, with too big resistance to advance the delivery system. 14. How did the physician deal with this resistance? Removed the stent and replaced with bard¿s stent. 15. Was the approach ipsilateral or contralateral? Ipsilateral approach from femoral artery and reach into abdominal aorta and then to the superior mesenteric artery 16. If contralateral, was the bifurcation angle steep? N/a. 17. Did the tip of the delivery system cross the target location? No. 18. Was the delivery system tracked around a tight angle in the patient anatomy? No. 19. Was the delivery system damaged/kinked/twisted during deployment? Unsure, the stent removed once met resistance. 20. Was the handle pulled towards the hub during deployment? N/a. 21. Was the delivery system pushed during deployment? N/a. 22. Was the stent deployed smoothly / without resistance? N/a. 23. If no, please detail any difficulty experienced during deployment: 24. What artery was the stent placed in? Superior mesenteric artery(sma). 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No. 26. Did the patient have any pre-existing conditions? Yes . 27. If yes, please specify: (sma dissection)). 28. Did the patient require any additional procedures as a result of this event? No. 29. What intervention (if any) was required?n/a. 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No. 32. The user reported a "crease 20cm before the second stent" does this mean a kink on the delivery system or does it mean something else? If it means something else could you please clarify what is meant by crease and where on the device it was observed? Yes, during the flushing stage, the user found the delivery system also observed a slightly uneven, but the first ziv stent passed.

Event description:
This is being submitted as a supplemental report as the following additional information received on 25-feb-2021 1. The event description states the stent was returned in the delivery system not deployed however, on return of the device the stent was observed to be partially deployed. Can you confirm if the stent was deployed during advancement of the device or not? The stent was not deployed 2. If it was not deployed during advancement, when and how did the stent deploy? The customer insist that the stent was not deployed during the advancement of the device, even removed the stent from the patient, the user still did not release the stent. 3. Could I also ask you to confirm the rpn and lot number of the first stent used during the procedure (i.e. The stent that was placed successfully)?rpn:ziv6-125-6-6; lot#c1656504. During the procedure,the first ziv stent was released along the stiffened wire guide wire successfully. Because the length of the covered lesion was insufficient, a second ziv stent was needed. In vitro examination, the user found that there was a slight crease about 20cm before the second stent placed. But the user thought that the stent had been opened, they try to advance it, but the result was unsuccessful. Finally, one of bard's stent was replaced and successfully placed in the patient. The second ziv stent was returned (the sent was still in the delivery system and not deployed) a kink was observed on the outer sheath prior to use but the user proceeded to advance the kinked device and attempt to deploy it in the patient. This file related to pr 320635 a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No 2. At what stage of the procedure did the complaint occur? Visual examination process of device preparation. 3. Details of access sheath used (name, fr size, length)? Ksaw-6.0-18/38-55-rb-anl2-hc 4. What was the target location for the stent? Superior mesenteric artery 5. Was the product inspected for kinks or damage before use? Yes,slight kink was observed at the sheath near the end 20cm 6. Was the device used percutaneously? Yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes,the user had rich experience in use stent. 8. Was pre-dilation performed ahead of placement of the stent? No,no required. 9. Was post-dilation performed after the placement of the stent? No, as the stent placed failed. 10. Details of the wire guide used (name, diameter, hyrdophyllic)? Thsf-35-260-aus1 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Tortuous 12. Was resistance encountered when advancing the wire guide to the target location? No, the wire guide was advanced through catheter with no resistance. 13. Was resistance encountered when advancing the delivery system to the target location? Yes, with too big resistance to advance the delivery system. 14. How did the physician deal with this resistance? Removed the stent and replaced with bard¿s stent 15. Was the approach ipsilateral or contralateral? Ipsilateral approach from femoral artery and reach into abdominal aorta and then to the superior mesenteric artery 16. If contralateral, was the bifurcation angle steep? N/a 17. Did the tip of the delivery system cross the target location? No 18. Was the delivery system tracked around a tight angle in the patient anatomy? No 19. Was the delivery system damaged/kinked/twisted during deployment? Unsure, the stent removed once met resistance. 20. Was the handle pulled towards the hub during deployment? N/a 21. Was the delivery system pushed during deployment? N/a 22. Was the stent deployed smoothly / without resistance? N/a 23. If no, please detail any difficulty experienced during deployment: 24. What artery was the stent placed in? Superior mesenteric artery(sma) 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No 26. Did the patient have any pre-existing conditions? Yes 27. If yes, please specify: __ (sma dissection) 28. Did the patient require any additional procedures as a result of this event? No 29. What intervention (if any) was required?n/a 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No 32. The user reported a "crease 20cm before the second stent" does this mean a kink on the delivery system or does it mean something else? If it means something else could you please clarify what is meant by crease and where on the device it was observed? Yes, during the flushing stage, the user found the delivery system also observed a slightly uneven, but the first ziv stent passed.

Manufacturer narrative:
P050017/s002 and s003. Annex g: g07001 - part/component/sub-assembly term not applicable PMA/510(k) #: investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure,the first ziv stent was released along the stiffened wire guide wire successfully. Because the length of the covered lesion was insufficient, a second ziv stent was needed. In vitro examination, the user found that there was a slight crease about 20cm before the second stent placed. But the user thought that the stent had been opened, they try to advance it, but the result was unsuccessful. Finally, one of bard's stent was replaced and successfully placed in the patient. The second ziv stent was returned (the sent was still in the delivery system and not deployed)a kink was observed on the outer sheath prior to use but the user proceeded to advance the kinked device and attempt to deploy it in the patient. This file related to (B)(4).a section of the device did not remain inside the patient¿s body.the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No . At what stage of the procedure did the complaint occur? Visual examination process of device preparation . Details of access sheath used (name, fr size, length)? Ksaw-6.0-18/38-55-rb-anl2-hc. What was the target location for the stent? Superior mesenteric artery. Was the product inspected for kinks or damage before use? Yes,slight kink was observed at the sheath near the end 20cm. Was the device used percutaneously? Yes. Was the device flushed through both flushing port before the procedure, as per IFU? Yes,the user had rich experience in use stent.. Was pre-dilation performed ahead of placement of the stent? No,no required.. Was post-dilation performed after the placement of the stent? No, as the stent placed failed. Details of the wire guide used (name, diameter, hyrdophyllic)? Thsf-35-260-aus1. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Tortuous. Was resistance encountered when advancing the wire guide to the target location? No, the wire guide was advanced through catheter with no resistance.. Was resistance encountered when advancing the delivery system to the target location? Yes, with too big resistance to advance the delivery system.. How did the physician deal with this resistance? Removed the stent and replaced with bard¿s stent. Was the approach ipsilateral or contralateral? Ipsilateral approach from femoral artery and reach into abdominal aorta and then to the superior mesenteric artery . If contralateral, was the bifurcation angle steep? N/a. Did the tip of the delivery system cross the target location? No. Was the delivery system tracked around a tight angle in the patient anatomy? No. Was the delivery system damaged/kinked/twisted during deployment? Unsure, the stent removed once met resistance.. Was the handle pulled towards the hub during deployment? N/a. Was the delivery system pushed during deployment? N/a. Was the stent deployed smoothly / without resistance? N/a. If no, please detail any difficulty experienced during deployment: __________________. What artery was the stent placed in? Superior mesenteric artery(sma). Was the stent fully deployed from the delivery system prior to removal of the delivery system? No. Did the patient have any pre-existing conditions? Yes . If yes, please specify: __ (sma dissection))__________________. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required?n/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? No. The user reported a "crease 20cm before the second stent" does this mean a kink on the delivery system or does it mean something else? If it means something else could you please clarify what is meant by crease and where on the device it was observed? Yes, during the flushing stage, the user found the delivery system also observed a slightly uneven, but the first ziv stent passed.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.